Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that over 20 years ago, the patient suffered a femur and hip fracture that was treated with a long hip plate. Eventually the right hip was replaced with a srom stem and medica vitaloc cup. It was also reported that the patient recently developed some mid thigh pain so the surgeon decided to remove the stem and cut about 50mm off the distal end of a new srom stem and reimplant with a new biolox head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that over 20 years ago, the patient suffered a femur and hip fracture that was treated with a long hip plate. Eventually the right hip was replaced with a srom stem and medica vitaloc cup. It was also reported that the patient recently developed some mid thigh pain so the surgeon decided to remove the stem and cut about 50 mm off the distal end of a new srom stem and reimplant with a new biolox head.